Event description:
Received surgitek silicone breast implants, not FDA monitored in 1988. Developed stage 4 contracture, implant ruptured, had explant surgery (B)(6) 2016. I have pictures of implants. Surgitek polyurethane foam wrapp.